Manufacturer narrative:
The apollo catheter has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed and the cause of the event could not be conclusively determined. Mdrs related to this event: 2029214-2019-00127 and 2029214-2019-00128. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of onyx leak from an apollo catheter. The patient was being treated for right distal anterior cerebral artery avm. The patient asymptomatic post the intervention. The anatomy was moderate in tortuosity. Access vessel was the right ica, 2.5mm diameter. It was reported that during the procedure, onyx was injected continuously. There was an approximate 1 minute pause during injection. The onyx was observed to be exiting proximal to the distal tip of the apollo catheter. The total amount of onyx injected was 0.5ml. The catheter was removed, the rupture was in the middle section of the catheter. A new catheter was used to continue the procedure. The patient is reportedly fine.